Event description:
Caller reported a cgm error 42 related to their sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset and assisted the caller through the process, after which the cgm error code did not appear again, and the caller successfully started their sensor session.